Event description:
The pt reported experiencing swelling and discomfort at the implant site. The pt was advised not to use the external equipment if pain occurred. The doctor reported a visible stitch at the site that would need to be surgically removed. This procedure is pending medical clearance.